Event description:
Had prk/lasik done on both eyes from nidek 5000 laser with bad results. All close up vision is gone, intermediate vision grossly distorted and double vision in right eye. Not sure if it was because of improper device used or malfunction or what but my eyes have poor night vision light sensitivity. I also don't believe this procedure should of been allowed on my eyes. Even if it's off labeled use. This lasik procedure has ruined my eyes and I struggle daily with vision problems.